Manufacturer narrative:
(B)(4). Batch # m90m3g. The device was returned with the tissue pad damaged, melted, and a small portion was detached but returned. In addition, a part of the tissue pad was attached to the clamp arm and not completely detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap lobectomy, the tissue pad was detached off outside the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.